Manufacturer narrative:
Analysis of the stimulation lead (serial number (B)(4)) found that the stimulation lead conductor body was broken at the anchor site and within 10cm of the connector area.

Manufacturer narrative:
Information was previously reported under manufacturer report number 3004209178-2015-18167, all future information pertaining to this event and product will be reported under this report.

Event description:
Additional information received from the consumer via the manufacturer representative reported that the consumer did not have stimulation. The representative ran impedances and the consumer had only two good electrodes, 10 and 14. The consumer was reprogrammed and was then receiving stimulation and the battery life voltage was reported to be ok. The consumer was receiving good therapy at the end of the meeting with the manufacturer's representative. The indication for use was spinal pain and chronic low back pain. Should additional information be received, a follow up report will be sent out.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37702, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported that there were high impedances. The reference electrode was number 2. There were out of range electrodes that were over 10,000 ohms including 1, 2, 3, 4, 7, 9, and 11. The patient met with the manufacturing representative on (B)(6) 2014 and they switched leads to the zero through 7 lead. The patent lost stimulation after meeting with manufacturing representative. The patient had less than 50 percent therapy relief at the lead location. The patient met with another manufacturing representative 2 days later and was reprogrammed on the 8-15 electrode lead using electrodes 12, 13, 14, and 15. The cause of the out of range impedances were out of range. The patient got great coverage of the back and legs. The patient was doing well and felling stimulation in all areas of pain. Additional information received reported that the manufacturer representative met with patient to change their scheduled therapy set tings. Because of time zone changes, the patient&#62688;implantable neurostimulator (ins) was coming on at 5:00 a.m. The patient was said to be doing well. The patient had the ins and both leads replaced on the day of the report. The manufacturer representative spoke to the patient the next day to adjust the clock for his scheduled therapy. The patient was receiving effective therapy and was doing well. Neither the doctor nor the manufacturer representative had further information at this time. Additional information received from the manufacturing representative (rep) reported that yesterday the leads were replaced due to high impedances and they decided to replace the implantable neurostimulator (ins) also because it was nearing end of life. The patient's relevant medical history includes failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.